Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed (B)(6) 2009) in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced eczema ("eczema"). The patient was treated with surgery (essure removed (B)(6) 2009). Essure was removed in (B)(6) 2009. At the time of the report, the medical device removal outcome was unknown and the eczema had not resolved. The reporter considered eczema and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: removed (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: event -eczema added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed (B)(6) of 2009') in a 28-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced eczema ("eczema"). The patient was treated with surgery (essure removed (B)(6) 2009). Essure was removed in (B)(6) 2009. At the time of the report, the medical device removal outcome was unknown and the eczema had not resolved. The reporter considered eczema and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: removed (B)(6) of 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: patient age was added and reporter information were added. On 23-mar-2020: no new information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed april of 2009') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed (B)(6) 2009). Essure was removed in (B)(6) 2009. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: removed (B)(6) of 2009. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.